Event description:
It was reported that a patient underwent a perineum repair after a vaginal delivery on (B)(6) 2012 and suture was used. Five days following the procedure the wound dehisced. The wound was cleaned and reclosed with a different suture. The patient has since recovered. Additional information requested.

Manufacturer narrative:
(B)(4). Wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the lot sterilization records was conducted for the possible lot numbers this review did not identify any quality concerns and the lots met all release criteria. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: t0017, t0019, t1007, t0022, t1009, t1010.